Event description:
The patient experienced a warm sensation around the implantable neurostimulator pocket during recharging. After an hour and a half of recharging, the patient's side was very painful. No high temperature message had occurred. The patient consulted with the field representative and was given recommendations. Additional information has been requested. A follow-up report will be submitted if additional information become available.